Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 8 cem; attune ps rp insrt sz 8 12mm; unknown knee femoral component; unknown knee patella component

Event description:
Patient was revised to address loosening of attune tibial tray at bone to cement interface. Depuy cement were used. It was also reported that the cyst was present in tibia. Doi: (B)(6) 2014 dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.